Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed battery test on the insulin pump during normal use. Customer had not been changing the battery. Customer's blood glucose was 5.4 mmol/l. The battery cap contacts were found to be damaged. Nothing further reported.